Manufacturer narrative:
Age at time of event: 18 years or older. Updated device eval by manufacturer, evaluation method codes, evaluation result codes, evaluation conclusion codes. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately mm proximal of the distal markerband and extending approximately 3mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found the shaft to be severely kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The moderately tortuous target lesion was located in the shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, after the device was passed through the lesion and at first inflation, it was noted that the balloon already ruptured and could not be inflated. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The moderately tortuous target lesion was located in the shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, after the device was passed through the lesion and at first inflation, it was noted that the balloon already ruptured and could not be inflated. The procedure was completed with a different device. There were no patient complications reported.